Manufacturer narrative:
The subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during a posterior spinal fusion with the expedium 5.5 system, upon final tightening both screwdrivers in the set stripped. Surgeon was able to complete the case with another final torque drive x25. There was no surgical delays and no patient impact. The procedure was successfully completed. This report is for one (1) x25 final tightener this is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. : updated data: h4. Investigation summary: visual inspection: the complaint device x25 final tightener was returned to cq west chester for investigation. Upon visual inspection, the tip of the driver was found to be stripped. The device was nicked near its proximal end and had marks consistent with usage. No other issues were identified. Device/defect identified: yes. Dimensional inspection: no dimensional inspection was performed due to post-manufacturing damage. Complaint confirmed: yes, the complaint condition of stripped can be confirmed. Conclusion: the tip of the driver had been stripped during usage. No definitive root cause can be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a review of the receiving inspection (ri) for mmsi single innie x25 hex was conducted identifying that lot number gm5269201 was released in a single batch. Batch1: lot was released on 04 feb 2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Corrected data: h3, h6.